Event description:
It was reported that the patient had difficulty charging and aligning the ipg with the charger due to ipg migration. It was also noted that the patient had anxiety. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.